Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The patient's daughter reported that the patient developed an abdominal abscess that required hospitalization. Patient's daughter declined to provide further event details. At the time of contact, the patient's condition was improving. No additional event or patient information is available. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.